Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to a hospital in the united kingdom, complaining that there was a beeping noise coming from their device. Additionally, a fault code error was observed via latitude (remote monitoring device). The patient is from the us, and was on holiday in the UK when the event occurred; however, was unable to leave due to covid restrictions. A copy of device memory was saved and submitted for analysis to technical services. Engineering review of the disk analysis was able to confirm that the device is exhibiting premature battery depletion. Additionally, disk analysis revealed that the fault code alert was first declared in january, and is appropriate; therefore, therapy delivery is currently unaffected. However, due to the confirmed premature battery depletion, device replacement was recommended. No adverse patient effects were reported. Additional information: several requests were submitted to the field representative to obtain further information regarding this event. No additional information has been provided.

Manufacturer narrative:
The device currently remains implanted. This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use, that the patient presented to a hospital in the (B)(6), complaining that there was a beeping noise coming from their device. Additionally, a fault code error was observed via latitude (home monitoring device). The patient is from the us, and was on holiday in the (B)(6) when the event occurred; however, was unable to leave due to covid restrictions. Disk analysis was submitted to technical services for their review, and they were able to confirm that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. Additionally, disk analysis revealed that the fault code alert was first declared in january, and is appropriate, and therapy delivery is currently unaffected. No adverse patient effects were reported. Update: additional information was recently provided by the field rep, and it was indicated that no intervention has taken place at this time.